Event description:
Patient reported experiencing high blood glucose (411 mg/dl). They indicated that they had attempted to lower blood glucose by delivering several boluses; however, their blood glucose remained high. Patient contacted ambulance and the emt tested their blood sugars at 307 mg/dl. Emt provided a saline drip. Patient also reported seeking treatment for high blood glucose at the hospital. The patient received 2 insulin shots while at the hospital. Patient wasn't admitted to the hospital. By the time of the report, patient had switched to their back-up device and their blood glucose level was back to their normal range.